Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy-assisted distal gastrectomy, the device was fired with blue button even though the green button was not pressed. After that, the same handle was used, but it was able to be used without issue. The status of the patient was reported as no problem.